Event description:
The hospital reported that there have been 11 bronchoscopy patient samples positive for pseudomonas aeruginosa. The hospital reported that the positive bronchoscopy samples were all associated with this subject bronchoscope. The bronchoscope and automated endoscope reprocessor were cultured and the results were negative. The hospital reported that there wer eno patient infections reported for this event.

Manufacturer narrative:
The device in question was sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a physical evaluation. The laboratory report indicates that there were no microorganisms recovered from the bronchoscope. Upon completion of the microbial testing, the bronchoscope was returned to olympus for physical evaluation. A boroscope was used to visually inspect the instrument and suction channel port wall, and a brownish discoloration was observed in the instrument and channel port wall in the bending section area. This may be indicative of inadequate reprocessing. Olympus cannot conclusively determine the cause of the user's experience. If significant information becomes available a, supplemental report will follow.